Event description:
On (B)(6) 2011, patient reported he accidentally spilled liquid detergent on his infusion device. Patient stated he had been washing clothes and sat the infusion device on the edge of the washer. Patient reported he has tried to wipe off the majority of the liquid but believes it may have gotten under the peeled rubber and on the ground plate of the infusion device. Reviewed the recall for the up/down buttons on the infusion device. Patient stated the buttons were functioning properly until he accidentally spilled liquid detergent on the infusion device. Patient reported none of the buttons on his infusion device are working any longer. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.